Manufacturer narrative:
The pod was received deployed. Inspection of the download data found that the pod completed both priming sequences and was deactivated at the end of second prime. Timeouts occurred during priming in tandem with a failure of the rotational sensor to transition, indicating a drive stall occurred. Upon opening the pod, the firing flat was observed to be in the vertical position for deployment. The timeouts and drive stall were not replicated during pod rerun. No damages or deficiencies were observed to the drive mechanism or needle mechanism components that would contribute to a drive stall or needle mechanism failure. The exact cause of the drive stall could not be determined. Because the device was received with the needle mechanism fully deployed, it could not be conclusively determined if the high pulse widths and drive stall contributed to the reported needle failing to deploy. The cause of the reported failure of the needle deploying by the end of second prime could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.